Manufacturer narrative:
Correction: e1 - corrected the physicians name and address and facility name. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the patient had their ipg explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
Date of the event is estimated

Event description:
It was reported the patient is unable to connect to this ipg battery due to end of life. Surgical intervention may take place to address the issue.